Manufacturer narrative:
Approximate age of device - 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to suspected pump thrombosis. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline (dl) cut inches from the pump housing and approximately 2 inches of the distal portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) were not returned. The outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, a flat, pink, structured tissue-like deposition was found in the lumen of the blood tube. This deposition showed dark areas of denaturation, indicating that it was likely present while the pump was supporting the patient. The non-laminated structure of the depositions suggests that it did not originate in the blood tube or the rotor and initially developed in another location; however, the specific origin could not be conclusively determined. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system.

Event description:
It was reported that the patient was readmitted for pump thrombus on (B)(6) 2018 through (B)(6) 2018. Hemolysis in urine and elevated lactate dehydrogenase (ldh) were observed. The patient¿s plasma-free hemoglobin value was 0.1 mg/dl on (B)(6) 2018. Their ldh and hematocrit values were 1363 u/l and 10%, respectively, on (B)(6) 2018. Hyperbilirubinemia was not confirmed. The cause of the hemolysis was little but reportedly undeniable because of pump thrombus. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to suspected pump thrombosis. The cause of the pump malfunction was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(4). The pump was returned assembled with the driveline (dl) cut 2¿ from the pump housing and approximately 27¿ of the distal portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, a flat, pink, structured tissue-like deposition was found in the lumen of the blood tube. This deposition showed dark areas of denaturation, indicating that it was likely present while the pump was supporting the patient. The non-laminated structure of the depositions suggests that it did not originate in the blood tube or the rotor and initially developed in another location; however, the specific origin could not be conclusively determined. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. This IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 additionally outlines indications of pump thrombosis as well as how to respond to such events and outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.